Event description:
The iab was inserted into the patient on 11/10/1997 at 2:26 p.m. And removed on 11/19/1997 at 2:45 p.m. The iab did not malfunction. The patient had an infection. The patient had etoh withdrawal and was not stable. A swan catheter was placed on 11/13/1997 and the patient was dnr. (Event complications: the patient had an infection-reported) 2/6/1998. (Pt's current status: made dnr-rpt'd 2/6/1998.)